Event description:
It was reported patient underwent total elbow arthroplasty on unknown date. Subsequently, patient was revised on (B)(6), 2012, seven years after implant, due to lack of humeral bone.

Event description:
It was reported that patient underwent elbow revision procedure on (B)(6), 2012. During the revision procedure, the surgeon had difficulties securing a second screw to the humeral component. The surgeon believed that it was unwise to leave the humeral component with only one screw, so he elected to impact the second screw into the humeral flange. The screw could not be seated completely. No patient injury or delay in the procedure was reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 6 states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." Event details and product identification was not provided for the revision. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date - unknown.

Manufacturer narrative:
Device remains implanted. Review of device history records show that lot released with no recorded anomaly. This follow up report is being filed to relay additional information about the complaint subject, and to correct the event from an adverse event to a malfunction.